Event description:
It was reported that the patient's generator was interrogated and the eri flag was up which said yes. Patient was referred to surgeon for a battery replacement. During surgery, the surgeon had a problem unscrewing the set screw. It would not back out. The surgeon stated that the screw was defective. The surgeon eventually broke the lead since the lead would not come out from the generator. Patient then underwent a full revision surgery. Good faith attempts to obtain the explanted product back to manufacturer for product analysis are unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.